Manufacturer narrative:
Sample was received for investigation. One (1) sample arrived for analysis with the hair inside the original unopened package. The lot 1016671 12/23 is printed on the applicator body and embossed on the bottomed web part of the packaging material. As a result, the reported issue was verified. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers/packages, although associates wear hair nets, gloves, safety glasses, and head covers, if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the manufacturing of the product. Production record review was completed for batch/lot 1016671 and no non-conformance was noted during the manufacturing of this lot. An initiative has been implemented to replace lab coats with electrostatic lab coats to prevent hair from coming into the controlled manufacturing environment. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text: see narrative below.

Event description:
It was reported by the facility representative that a long black hair was found inside the sterile packaging. Per email: I received a 10.5ml applicator today that is unopened with what appears to be a long black hair inside the sterile packaging. Catalog # 930715, ndc # 54365-400-35, lot # l1016671, exp date 12/23. I do have the package here in my office, and wanted to ensure it was documented. This is all the information that I received.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4)

Event description:
It was reported by the facility representative that a long black hair was found inside the sterile packaging. Per email: I received a 10.5ml applicator today that is unopened with what appears to be a long black hair inside the sterile packaging. Catalog # 930715, ndc # 54365-400-35, lot # l1016671, exp date 12/23. I do have the package here in my office, and wanted to ensure it was documented. This is all the information that I received.